Manufacturer narrative:
(B)(4). Information was not provided by the contact. Pcb component. The analysis found that one pse60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the device tested for functionality, however the firing mechanism was noted to be damaged. In order to verify the condition of the internal components, the device was disassembled. Upon removal of the shrouds, one switch was making intermittent contact preventing the device from firing. No conclusion could be reached as to how the switch became damaged. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic total gastrectomy, the device was not activated at the third firing. Although the battery was reset, the device was not activated. The cartridge was white. Eventually, the same cartridge was loaded into another device and the second device could be fired. There were no adverse consequences to the patient. When the device was received, an agent used the manual override lever.